Event description:
It was reported that the catheter was being placed into the patient's upper arm in the radiology department. While advancing the sheath over the wire and into the tissue, the tip of the sheath peeled back. The clinician had grabbed the dilator a short distance back from the tip and advanced the dilator in and out several times prior to advancing the sheath. As a result, another kit was opened and a new peel-away sheath was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).